Event description:
The facility representative reported a pump with an error l00018 code. This event occurred during patient infusion, which may have caused the infusion to stop. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
The device has been received in baxter and is being evaluated. A follow-up report will be submitted when the evaluation is completed.